Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that he was switching his basal rate down to treat his low blood glucose and during the process, he received a button error. Customer's blood glucose was 75 mg/dl. Customer stated that the pump may have gotten wet. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had an intermittent response due to moisture damage trace. No button error alarm. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip. No moisture damage on electronic assembly.